Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the crt-d procedure, the right ventricular (rv) defibrillation lead was inserted, but due to significant scarring from a previous cardiac procedure, the process encountered difficulties. When the rv lead was initially implanted, the parameters were not ideal during testing. Despite multiple attempts to reposition the lead, it could not be stably fixed. Upon removal and inspection, it was discovered that while the helix tip could extend, it was obstructed by tissue, preventing proper fixation into the myocardium. Efforts to clean the myocardial tissue were unsuccessful, and stable fixation could not be achieved. To ensure the procedure's success, the physician decided to replace the lead which was successfully implanted into the myocardium. No adverse patient effects were reported. This lead is expected to be returned.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the crt-d procedure, the right ventricular (rv) defibrillation lead was inserted, but due to significant scarring from a previous cardiac procedure, the process encountered difficulties. When the rv lead was initially implanted, the parameters were not ideal during testing. Despite multiple attempts to reposition the lead, it could not be stably fixed. Upon removal and inspection, it was discovered that while the helix tip could extend, it was obstructed by tissue, preventing proper fixation into the myocardium. Efforts to clean the myocardial tissue were unsuccessful, and stable fixation could not be achieved. To ensure the procedure?s success, the physician decided to replace the lead which was successfully implanted into the myocardium. No adverse patient effects were reported. This lead is expected to be returned. The product has been received for analysis.